Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 033462 competitor implantable pacing lead (B)(6) 1995; 6947-65 implantable tachy lead (B)(6) 2005; 5071-53 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that follow-up from the representative revealed that during the generator replacement procedure there were high thresholds on the chronic left ventricular lead. The lead was capped. The physician re-activated the other chronic lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.